Event description:
The patient underwent the index procedure on (B)(6) 2008, in the proxmal left anterior descending artery that was 90% stenosed and in the proximal circumflex that was also 90% stenosed. The target lesions were predilated and the stents were successfully deployed and were postdilated. On (B)(6) 2010, the patient experienced exertional chest, neck and jaw discomfort always after eating, that resolved with rest. There are no rest symptoms. The patient was hospitalized on (B)(6) 2010 and underwent percutaneous coronary intervention of both target lesions that were treated at the index procedure. Medication was also administered. There was no indication of a myocardial infarction. The patient symptoms resolved on (B)(6) 2010 and the patient was discharged from the hospital the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The xience v 1009542-12 lot#8051262 is being filed under a separate MFR#. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the physician was attempting to upgrade the patient to a crt pacing device. They were unable to find a viable with adequate pacing thresholds and no phrenic nerve stimulation with two different left ventricular leads. The leads were both removed and returned. It was also reported that the existing implanted right ventricular (rv) lead had high pacing impedances and had apparantly fractured. The lead was capped and a new rv lead implanted. There were no patient complications reported as a result of this event.